Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers insulin pump alleged under delivery. Customer's blood glucose level was 19 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with bolus. The customer alleges pump was under delivering stated that hold it down to make sure coming down and by 7 units use to see a lot of insulin and now have to go up to 14 and sugar went up to 20 and did a change and took out whole set and do a cannula did 5.1 and makes three big drops and looks like its less and may not be delivering and he is on 140 basal and sugar at 17 and whole day gave 18 units and usually give 5 units been on pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.